Event description:
A surgeon reports performing a lens exchange one year following initial intraocular lens implant surgery, due to the patient's complaint of ghosting of images. Additional information has been requested including patient's current status.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset area due to positioning in the lens in the case and the optic was scratched on the anterior and posterior surfaces. The optical resolution was acceptable with a focal length reading equaling a 22.5 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.